Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had frequent hematomas within the last year, which the surgeon tried to drain with a needle, subsequently leading to the stimulator package extruding through the skin directly over the implant. Explantation is scheduled for the next days.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. Based on the received information from the field, the device was explanted due an extrusion of the implant housing through the skin. A review of the device_s sterilization records shows that the device has been subjected to a valid sterilization process. Reportedly the recipient has a history of recurrent hematomas requiring needle aspiration. This is a final report.

Event description:
The user had frequent hematomas within the last year, which the surgeon tried to drain with a needle, subsequently leading to the stimulator package extruding through the skin directly over the implant. The user was explanted.